Event description:
Information was received indicating that prior to use of this smiths medical cadd cassette reservoirs, the pump exhibited "error and cassette was not empty". No patient injury reported.